Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed, de novo target lesion was located in the moderately tortuous right coronary artery. Treatment consisted of pre-dilation and several attempts to advance the 3.5x24mm taxus liberte stent to the target lesion, but the stent was not able to cross the lesion. Upon removal of the device stent damage was noted. The procedure was successfully completed with a 3.5x20mm taxus liberte stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)